Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #827c02. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present and no anvil. The breakaway washer was not present, and there were staples present. No battery was returned. When the test battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated after which the device fired into a test skin with no issue. Product experience was due to an unplugged motor connector. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 827c02, and no non-conformances were identified. Additional information received; the account has had the product and used it for over 4 years. Went to use the device and received no power at all. A new battery did not work either. They used another device but used the same anvil from the first device. Due to the issue the patient had to receive a loop ileotomy was done on the patient. Not sure if the check mark was green or not. During the call the rep did comment that he can not find out anymore additional information from the account.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information on device evaluation: when shrouds were removed, the motor connector was observed disconnected from the pcba and damage was observed on the pcba connector wiring. This indicated the motor plug¿s locking mechanism was not working appropriately. The motor connector was pushed until fully seated after which the device fired into a test skin with no issue. Product experience was due to an unplugged motor connector.

Manufacturer narrative:
(B)(4). Date sent 11/12/2024 d4 batch #827c02 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present and no anvil. The breakaway washer was not present, and there were staples present. No battery was returned. When the test battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated after which the device fired into a test skin with no issue. Product experience was due to an unplugged motor connector. No conclusion could be reached on what caused the misassembled device noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number 827c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/4/2025, d4: batch # 827c02. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present and no anvil. The breakaway washer was not present, and there were staples present. No battery was returned. When the test battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated after which the device fired into a test skin with no issue. Product experience was due to an unplugged motor connector. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 827c02, and no non-conformances were identified.

Event description:
It was reported that during a robotic low anterior resection a cdh29p circular stapler was placed in the rectum, the light was visible, the spike was deployed and the anvil attached. A tactile click was felt. The stapler was closed, safety released and the firing trigger depressed. The staples did not deploy, no sound was made. The battery was then removed and replaced with a second battery from another device and still no sound was made or staples deployed. The anvil was then removed and the stapler and anvil spike were removed through the anus. An entire new stapler was then utilized, and the anvil spike was placed through the original hole. The stapler was deployed, donuts were inspected. As additional manipulation was necessary on the rectum the patient was diverted. The procedure was completed successfully with 20mins of surgical delay.

Manufacturer narrative:
(B)(4) date sent 10/31/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.